Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed, and no issues were observed on sensor patch. Data extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. A watermark was observed at the base of the sensor tail, indicating sensor being properly inserted. The returned sensor was further investigated and de-cased. Poor solder was observed upon visual inspection of the pcba (printed circuit board assembly). Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (DHR's) for the product was reviewed and the DHR indicates the product meets per its specification prior to release to distribution. The date the incident occurred is unknown. The date entered in section 1.2 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received an adc device scan results of 3.10 mmol/l compared to readings of 9.90 mmol/l respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of adc device wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.